Event description:
The customer reported that the post refractive outcome for left eye cataract surgery with intraocular lens implantation differed by -3.50 diopters from the target refraction. It was further reported that prk surgery to improve the refractive outcome is planned but not yet scheduled. The customer used the iolmaster for the biometry measurements.

Manufacturer narrative:
A field svc engineer performed an on-site examination of the iolmaster. No deviations from specifications were found. The measurement data provided show an axial length difference of 0.81mm between the right and left eyes. The manual recommends re-checking measurements when the differences are >0.3mm. Several single os measurements were displayed in red with a maximal difference from the composite signal of 0.1mm. A value in red indicates that the difference between the reading and the composite signal is >0.05mm; when the difference is >0.05mm, the manual recommends scrutinizing any individual measurement in read and to perform post-run editing as needed. Note: a value in red is accompanied by the displayed message "multiple peaks." Note: in addition to the above recommendations described in the manual, if the plausibility check feature is activated in the software, axial measurements >0.3mm will be flagged on the display, on the measurement printout and on the calculation printout.